Event description:
It was reported that pump battery would not charge resulting in pump shutdown despite use of different charging cables, wall adapters, and confirmed working outlets, and charging connection was not recognized. There was no reported impact to the customer¿s blood glucose level. Customer reverted to manual injections or inulin therapy.